Manufacturer narrative:
Literature citation: rensing aj, szymanski km, dunn s, king s, cain mp, whittam bm. Pediatric sacral nerve stimulator explanation due to complications or cure: a survival analysis. Journal of pediatric urology. 2018. Doi: 10.1016/j.jpurol.2018.10.010. This value is the median age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s date of acceptance as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: the authors hypothesized that (1) sacral neuromodulation (snm) explantation for cure increases with extended fol low-up and (2) those explanted for cure would have improved symptoms and quality of life when compared to those explanted for complication. The authors concluded that sacral neuromodulation is a safe, viable option for the pediatric patient with refractory bladder dysfunction. Additionally, it was concluded that snm explantation for cure is an option with increasing likelihood after 2 years. Reported events: 3 patients had their device explanted due to a ¿complication.¿ it was noted the complications included ¿infection, need for an MRI for further neurosurgical evaluation, or refractory pain in the general area.¿ of these patients, one patient had the device explanted between 0 and 1 years post-implant, one between 1 and 2 years post-implant, and the other between 2 and 3 years post-implant. 12 patients had their sacral neuromodulation (snm) device exchanged/revised because of lead fracture/breakage and a return of uri nary symptoms. No further complications were reported or anticipated.